Event description:
Ref imp # (B)(4).

Manufacturer narrative:
From the document review of the lot involved ((B)(4) terminal impactors produced) no anomalies were found. The failure mode is unlikely to cause patient harm, even if it can lead to additional step to fix the problem.